Manufacturer narrative:
This follow-up report is being submitted to relay additional information..

Event description:
It was further reported that the patient will not have a revision procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a tmj prosthesis placed following removal of a costochondral graft for previous odontogenic myxoma removed 20 years prior. Patient has chronic lymphoblastic leukemia. Initial reduction in pain following graft removal and then seemed to have good result with tmj prosthesis. Patient has a known cobalt allergy, so titanium prosthesis was used. Patient is now experiencing pain and swelling which was only partly resolved with antibiotics. Sampling of tissues from around prosthesis was discussed, but patient just wants removal and no replacement. Patient prefers to have malocclusion. The removal of implants is currently planned to be in (B)(6) of 2023. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of the complaint. 3ds concluded that this was customer feedback and there was no alleged product deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.